Event description:
On 11/18/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 11/14/24. The user reported their bg level dropped to 29 mg/dl and experienced loss of consciousness. The event occurred early in the morning while the user was trying to go to the bathroom. Ems was called, and the user was taken to the emergency room, where they received treatment with a glucose IV and food. The user was monitored and discharged the same day. The user reported that the hypoglycemia lasted for a few hours and that they had taken glucose tablets before bed. The user noted they have announced meals in the past to correct highs and that their ilet settings included a body weight 20 lbs lower than their actual weight, which may have contributed to the event. The user resumed using the ilet system and can sync their logs. A follow-up with a trainer was scheduled to review best practices and ensure the ilet algorithm adapts correctly to the user's insulin needs. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.